Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient fell of his bike and the tubing from the pump to the reservoir broke and his inflatable penile prosthesis (ipp) has not worked since then. A replacement surgery was performed and all components were removed and replaced. The patient had a stable outcome following the surgery.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient fell of his bike and the tubing from the pump to the reservoir broke and his inflatable penile prosthesis (ipp) has not worked since then. A replacement surgery was performed and all components were removed and replaced. The patient had a stable outcome following the surgery.